Event description:
Information received indicates, the head hydraulic is drifting down.

Manufacturer narrative:
The technician found air in the hydraulic cylinder. He bled the air from the hydraulic cylinder to repair the bed.